Event description:
During a percutaneous transluminal angioplasty to the left common iliac artery, the balloon was reported to have ruptured. The vessel had severe calcification, mild tortuosity and a 100% stenosis. The product was prepared and used as per the IFU. The product was advanced to the lesion over the guidewire and through the sheath introducer. The balloon was inflated using an indeflator, however, the balloon ruptured below nominal pressure. It was withdrawn from the patient's body, and another balloon was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing records for lot number r0705894 were reviewed and results indicate that product met quality requirements for product acceptance. This review was extended to subassembly part number e7145031 with lot number 0107050662 and 0107051204 and this review confirmed that subassemblies met quality requirements for product acceptance as well. The balloon burst pressure tests were found to pass. With the limited amount of information availale and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.